Event description:
The pt received a medial onlay partial knee arthroplasty via mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. Prior to the procedure, the surgeon downsized the femoral component from a size 4 to a size 3. During the procedure, the femoral cut appeared to be burred farther anteriorly than planned; the surgeon believed a size 4 cut was completed.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). Case session files were reviewed and indicate that the software functioned as intended by utilizing the implant size that was originally planned by the surgeon. In addition, mako field service personnel reviewed the rio system and associated accessories to the site and found them to be fully functional. The results of the eval revealed that the likely cause of this issue is inadvertent movement of the femoral tracking array during the procedure. A review of labeling was also performed to ensure that proper setup and instructions regarding the stability of arrays and the impact of inadvertent movement on overall system accuracy are prominently displayed. The surgeon has continued to perform procedures with the rio system and has successfully completed all procedures to date with no reported issues.